Event description:
In 2008, the lay user/pt in another country, contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The following day, the technical service representative (tsr) spoke with the pt to obtain and verify info. Two days prior, at 6:00 pm the pt reportedly obtained a one-hour post-dinner blood glucose reading of 288 mg/dl on the reported meter. Based on this reading the pt took eight units insulin mix 30/70, as dictated by his sliding scale. The pt reportedly obtained a further meter reading of 128 mg/dl at 8:11 pm. The pt did not eat a bedtime snack; however he usually does not eat any snack at bedtime. At 11:30 pm the pt woke up, allegedly experiencing the symptoms of sweating and 'prickling'. The pt did not test his blood glucose level while symptomatic. The pt consumed 'some dextrose' and felt better within fifteen minutes. The pt did not seek any medical attention. At 6:07 am on the day of this event, the pt had obtained a blood glucose reading of 105 mg/dl. The pt had eaten his routine breakfast and lunch; he was unable o state the doses of insulin taken. The pt takes 30/70 insulin on a sliding scale based on meter readings, and metformin three times per day, dosage not provided. The pt tests his blood glucose level three times per day. The patient's usual readings are 'very erratic'. The tsr determined during the troubleshooting telephone call that the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. The meter and test strips were replaced. The pt allegedly experienced symptoms suggestive of hypoglycemia after taking insulin based on an elevated meter reading. The pt administered self-treatment with dextrose to alleviate these symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.